Manufacturer narrative:
Additional information was requested but not provided.

Event description:
It was reported that the patient presented in clinic for follow up. Pacemaker was unable to be interrogated and did not elicit a magnet response. No changes or intervention was performed. The patient condition was stable.